Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection was reported between the supply line of the homechoice cassette and the supply bag, which is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The home patient (hp) was connected at the time of the alarm. This occurred during dwell one of three of peritoneal dialysis therapy. During the troubleshooting, it was reported that the supply bag disconnected from the supply line (white clamp). Renal therapy services (rts) assisted with ending therapy and reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.